Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported error code e102 and a defective, faulty, or non-working front-panel emergency lamp indicator involving an olympus xenon light source. There was no patient injury reported.